Event description:
Resident was admitted to center with a necrotic area on her right calf under the knee immobilizer without a treatment. Therefore, when knee immobilizer removed, patient noted to have stage IV pressure area on right calf. The immobilizer was removed by the doctor's office and discarded(?), therefore user facility has no information regarding the knee immobilizer manufacturer, model, sn, etc.